Event description:
It was reported that during a colectomy procedure, part of the staple line was not stapled at 2nd firing. The procedure was completed by hand-suturing. There was no patient consequence.